Event description:
The patient's explanted generator was returned for analysis and is pending completion.

Event description:
Additional information was received that the patient's generator was nearing end of battery life but not at complete eos. The patient was continuing to have seizures and their was no improvement of their seizures with the vns. The patient had their generator replaced on (B)(6) 2012. The explanted generator is being returned for analysis. No further information has been received after good faith attempts have been made.

Event description:
Product analysis was completed on the explanted generator. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the lab the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes were received for review from neurology in regards to a vns patient. It was reported that she has been to the ER for seizures. They upped her keppra to 2000 mg twice daily. (B)(6) she was having multiple seizures at home. She was taken to the emergency room at where she had a CT scan of the brain then transferred to another hospital where a neurologist reviewed her and she was admitted for observation overnight. She was told she was dehydrated and was hydrated while in hospital. Since that time she has been doing well. It is unknown the relationship of their seizures to their vns. Their vns was interrogated and their settings changed. Their output current was increased to 3.00ma and their magnet output current raised to 3.25ma. She tolerated the change well. It was noted that hopefully the vns will also assist in controlling her seizures. If she continues to have break through seizures, she may need her vns battery replaced. The patient reported that she hasn't experienced an increase in seizures over base line, but that at her last appointment she had a few weeks ago, she had an increase in the dose adjustment and now she is experiencing discomfort in her left ear with stimulation. Investigation is underway to follow up on the patient reported events and the medical opinion on their seizures. No surgery is planned at this time as the patient's generator is not ready to be replaced.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Type of report corrected data; omitted on initial report, 30 day report.